Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer had high blood glucose. After troubleshooting of the high blood glucose, the customer¿s blood glucose at time of incident was 500 mg/dl and current blood glucose was 505 mg/dl. Customer stated that she went to bed and her blood glucose was 225 mg/dl, she took a bolus of correction woke up at 2 blood glucose was 450 mg/dl and was able to get sugar down to 79 mg/dl in morning and at tonight blood glucose was 125 mg/dl and she bloused but blood glucose was not coming down. Customer went up to 500 mg/dl and she went to change out the set and realized there was a cut in the tubing and both sets came from the same lot. Customer treated for high blood glucose with syringe of 25 u. The drive support cap appears normal. Customer states location of the leak was at the connector site tubing disconnected. The insulin pump will not be returned for analysis.